Manufacturer narrative:
Received three (3) pictures of a used sample of a dignicare valve. The reported issue was confirmed; however, the cause is unknown. Per visual inspection of the pictures received, the valve was detached. Functional and dimensional evaluation could not be performed since only pictures were received for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "preparation of catheter and collection bag: attach the 60 ml syringe to the inflation port and draw all air from the retention cuff. After the cuff has been fully deflated, fill the syringe with 45ml of tap water and set aside. Using a permanent marker, record the catheter insertion date on the label located on the ball valve connector. Attach the collection bag to the catheter by inserting the ball valve connector of the catheter into the hub socket on the collection bag and turning clockwise until the connector snaps into place. Note: the ball valve connector should be in the closed position before insertion into the hub socket of the bag. Attach the collection bag to the catheter by inserting ball valve of the catheter into the socket connector and turning clockwise until the connector snaps into place." (B)(4).

Event description:
It was reported that the ball could not move in the ball valve on the 5th day of placement. Initial visual inspection confirmed that the housing of the ball valve was detached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ball could not move in the ball valve on the 5th day of placement. Initial visual inspection confirmed that the housing of the ball valve was detached.